Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the alarm did not occur during rewind, the device was not exposed to a magnetic field and the drive support cap appeared normal. The motor error alarm occurred 4 times in 30 days. The insulin pump passed the displacement and self-test. Blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.